Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection. The physician believed that the infection started when the device was implanted. No additional adverse patient effects were reported.